Event description:
The customer reported that the insulin pump had cracks on each corner of the screen. Troubleshooting was done. Customer's blood glucose was 200 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads.